Manufacturer narrative:
(B)(4). Concomitant medical products: fougera triple antibiotic ointment. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that the patient underwent a finger laceration repair procedure on (B)(6) 2016 and the suture was used. Following the procedure, the patient experienced swelling at the site and returned to the emergency department with a blister draining on (B)(6) 2016. The doctor opined that they are unclear as to the cause and one suggested that it may be a chemical response, but is not sure.